Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) machine. This occurred during drain 1 of 4, while the patient was connected. The registered nurse (rn) stated that the home patient (hp) disconnected and reconnected during drain one, without using aseptic technique. The technical service representative (tsr) reviewed the proper procedure per the user manual and instructed to start over with new supplies in order to finish therapy. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A labeling review of the product family will be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.